Manufacturer narrative:
Summarized patient outcomes/complications of bioprosthetic valve fracturing in valve-in-valve tavi: clinical and echocardiographic outcomes in failing perimount aortic bioprostheses were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, prior coronary artery bypass graft, peripheral artery disease, hypertension, diabetes mellitus, prior stroke, chronic obstructive pulmonary disease, prior pacemaker, atrial fibrillation, porcelain aorta. Some of the complications reported were stroke, hemorrhage, renal failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note, per instructions for use, the navitor¿ valve is intended to replace a stenotic native aortic valve. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: bioprosthetic valve fracturing in valve-in-valve tavi: clinical and echocardiographic outcomes in failing perimount aortic bioprostheses¿a multicenter registry.

Event description:
The article, "bioprosthetic valve fracturing in valve-in-valve tavi: clinical and echocardiographic outcomes in failing perimount aortic bioprostheses¿a multicenter registry", was reviewed. The article presented retrospective, multicenter study to analyze hemodynamic and clinical outcomes of bioprosthetic valve fracturing (bvf) compared to ¿standard¿-postdilatation during valve-in-valve transcatheter heart valve implantation (viv-tavi). Devices included in the study were sapien xt, sapien 3/3 ultra, corevalve, evolutr/pro, acurate, portico, and perimount. The article concluded that when performing viv-tavi within a perimount surgical aortic bioprosthesis with a true ID < 21 mm, the hemodynamic valve performance is most optimal when implanting a self-expanding valves (sev)-tav and when postdilating the tav-in-surgical aortic valve (sav) complex. Bvf did not result in superior hemodynamics compared to ¿standard¿-postdilatation. [The primary and corresponding author was hendrik ruge, department of cardiovascular surgery, institute insure, german heart center munich, school of medicine & health, technical university of munich, munich, germany, with corresponding email: mail to:ruge@dhm.mhn.de]. The time frame of the study was not reported. A total of 240 patients were included in the study, of which 6 (3%) received an abbott device. The average age was 78 years and the majority gender was male. Comorbidities included coronary artery disease, prior coronary artery bypass graft, peripheral artery disease, hypertension, diabetes mellitus, prior stroke, chronic obstructive pulmonary disease, prior pacemaker, atrial fibrillation, porcelain aorta.